Event description:
Alleged per clinical trial (B)(4): on (B)(6) 2015, the patient underwent an open first-time recurrent midline ventral hernia repair during which a xenmatrix surgical graft was trimmed and placed in underlay fashion, intra-peritoneally using open component separation technique (cst) method and was fixated using maxon sutures. The hernia site wound was noted to be a class ii (clean - contaminated) site. Fascia and full skin closure was achieved using vicryl interrupted stitch and staples. Concomitant procedures included lysis of adhesions, ostomy creation/revision/reversal and mucosa fistula takedown. The patient was discharged on (B)(6) 2015. As reported, the patient diagnosed with surgical site infection (ssi) on (B)(6) 2016 with purulent drainage from the superficial incision, was treated with oral antibiotics which resolved on (B)(6) 2016. Per the study clinician, the reported ae (surgical site infection (ssi)) has been assessed as mild in severity, possibly related to the study device and to the index procedure and has recovered/resolved. The reported ae does not meet the definition of an sae (serious adverse event).

Manufacturer narrative:
As reported, post implant of the xenmatrix graft during a procedure that included, lysis of adhesions, ostomy creation/revision/reversal and mucosa fistula takedown ,the patient was diagnosed with a surgical site infection. The clinician has assessed the patient¿s postoperative course of surgical site infection as possibly related to the study device and to the procedure. However, based on the information provided, no conclusion can be made. Infection is a known inherent risk of surgery and is listed as a possible complication in the instructions-for-use (IFU) supplied with the device. Regarding infection, the warnings section of the IFU states, "if an infection develops, it should be treated aggressively." Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot released for distribution in october 2015. Not returned - remains implanted.